Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs were provided for evaluation. The returned photographs were visually evaluated, and it was noted the air-eliminating filter was shown with part of the tube. There was no leakage observed in either photograph. Based on the evaluation of the photographs the reported defect was unable to be confirmed. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: leaking filter at chemo facility. Detailed inquiry description: leaking occurred an hour into the infusion. No injury reported.